Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder began overheating during harvesting. A replacement unit and cord were used to complete the procedure. The hosp did not report any pt effects. The reporter stated that the hosp did not perform the pre-cautery test prior to the procedure, as advised in the IFU (instructions for use). The product was returned.

Manufacturer narrative:
Method: the device was returned to cardiac surgery on june 21, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).